Manufacturer narrative:
On 03/04/2016 a medtronic representative performed a navigation system check-out, hardware and instruments areas passed. Software test failed. Surgeon alleged that when navigating on lateral images, navigation was not accurate. Following the procedure, recommended the site radiographic technologist (rt) take an image of sawbone in both anterior posterior (ap) and lateral. Both ap and lateral images using sawbone were accurate. Issue resolved. System performed as intended. A medtronic representative, following-up at the site, reported there was no patient impact, all pedicel screws were placed perfectly and there was no delay of therapy. The surgeon manually acquired several images during the procedure. On 03/22/2016 software analysis was unable to determine probable cause with the information provided. Reported behavior could not be replicated. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged a inaccuracy, approximately 2 millimeters, in the lateral shot when using fluoronav. The surgeon noted that he has been inaccurate since they updated the software. No further details regarding this issue, or specifically when in the procedure it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system and a c-arm. There was no delay of therapy. There was no impact on patient outcome.